Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one paused episode on the implantable cardiac monitor (icm) showed a somewhat irregular heartrate, but the waveform was closer in timing to p-waves rather than r-waves. It was noted that other paused episodes were due to occasional r-wave undersensing. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.